Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Update rec'd 12/10/2014- litigation papers received. Litigation alleges pain and discomfort. There is no new additional information that would affect the investigation. The complaint was updated on: 01/19/2015.

Event description:
Asr revision reported via sales rep.asr xl.right.reason(s) for revision : elevated metal ion levels.update 18 nov 2014 - stem product added as per email from (B)(6).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.